Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing was difficult to prime, but the nurse was able to complete the priming process. Once the propofol infusion is initiated the drip chamber will collapse and the tubing will "suck" the drip chamber and the tubing dry. When this occurs the patient does not receive the propofol and becomes agitated. There was no report of lasting harm caused to the patient.

Manufacturer narrative:
The customer¿s report of the tubing being difficult to prime and the drip chamber collapsing was not confirmed. Inspection of the set and its check valve showed no anomalies. The set¿s vent cap was received in the closed position. Inspection of the vent showed evidence of the vent being wetted. Functional testing resulted in fluid flowing freely and priming the set completely without any occlusions or leaks observed. The root cause of the reported inability to prime could not be identified. The root cause of the reported drip chamber collapse was a wetted vent cap.

Event description:
The customer reported that the tubing was difficult to prime, but the nurse was able to complete the priming process. Once the propofol infusion is initiated the drip chamber will collapse and the tubing will "suck" the drip chamber and the tubing dry. When this occurs the patient does not receive the propofol and becomes agitated. There was no report of lasting harm caused to the patient.